Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the bolus entry timed out and did not deliver. The customer treated with a manual bolus for breakfast. She stated that she would call back if the issue recurred at lunch. The blood glucose reading was not known. The insulin pump was not replaced or returned for analysis.